Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that the customer received the motor error alarm on the insulin pump while bolusing. The customer's blood glucose was unknown. The customer was unaware of any significant events leading to the alarm. While troubleshooting, the customer was able to complete the rewind sequence. The customer confirmed that the issue did not result in a serious injury or hospitalization. The customer was advised that their insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instructions. The customer was advised that a replacement insulin pump would be sent. The customer agreed to return their insulin pump for analysis.